Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated their blood glucose ranged from 200 mg/dl to 400 mg/dl. Customer treated their blood glucose with a bolus. It was also found the customer was feeling nauseous from their high blood glucose. Troubleshooting found the insulin pump passed a high pressure test. It was also found the customer had a bent cannula in the past. It was also found the customer had a no delivery alarm two weeks prior. The customer's blood glucose was 309 mg/dl. Customer also reported their kidney function has declined. The customer declined to return the insulin pump for analysis.